Event description:
(B)(6) 2024 (B)(6) (hcp) information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline (unknown concentration and dose) via an implanted pump for cancer chemotherapy. It was reported that approximately three years ago with some of the refills they would expect 5ml back and get approximately 10-12ml but that it seemed to resolve eventually. Additional information was received from a healthcare provider (hcp) stated that ¿over the years had on and off periods where it did not seem to run.¿ the healthcare provider (hcp) stated that the password that was given was not working. The technician service asked the hcp to check the date and time on her tablet and that was not correct. The hcp updated this and was able to program the pump to off state. Additional information was received from a healthcare provider (hcp) indicated that the pump was turned off on (B)(6) 2024 due to the volume discrepancy and side effect from the medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline (unknown concentration and dose) via an implanted pump for cancer chemotherapy. It was reported that approximately three years ago with some of the refills they would expect 5ml back and get approximately 10-12ml but that it seemed to resolve eventually.